Event description:
Hill-rom received a report from the account stating the patient left lower siderail would not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the latch and spring mechanism on the siderail kept getting stuck and slowly latching, however it wouldn't catch on. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician lubed the spring and joint on the latch to resolve the issue. Based on this information, no further action is required.